Manufacturer narrative:
Device is a combination product. Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage and movement on balloon occurred. The target lesion was located in the diagonal left anterior descending artery. A 2.50mm x 28mm promus premier stent was advanced through a previously implanted unspecified "chronic key" stent towards the distal part of the lesion however the device had difficulty passing through the stent. The 2.50mm x 28mm promus premier stent was removed and it was noticed that the stent had unraveled. The proximal end of the stent stayed on the balloon. The whole system was able to be removed from the patient with the stent still intact. The procedure was not completed due to this event. No patient complications were reported and there were no issues with the patient.